Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. The revision reported was likely the result of dislocation that may have caused disassembly between the humeral liner and tray, resulting in additional wear of the humeral liner and tray. However, the reported prosthesis wear of the tray, dislocation, and sequence of events could not be confirmed from the provided information. Potential contributions of user and patient-related considerations to the event, an unreported traumatic event, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the disassembly of the humeral liner could not be assessed as the devices were not available for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported that a male patient, previous right shoulder implanted, underwent a revision procedure approximately 1 year 8 months post the past procedure. The patient came back with another dislocation from a previous rtsa. He said he was changing a tire on a tractor and pushing very hard, when his shoulder popped out. The surgeon believed the poly disassociated and viewed imaging with the rep. The tray was articulating with the sphere so it was believed this to be the case. During the procedure, upon exposure, the poly was disassociated and lived posterior to the humerus. It was removed. The tray had wear and metallosis was present. It was recommended that both the tray and sphere be exchanged, but the surgeon did not want to exchange the sphere due to fear of "doing too much". The rep recommended to feel the sphere and make sure there were no sharp, worn, etc surfaces that would compromise a new poly and cause any further wear. The surgeon said it felt smooth and fine to him, and he did not exchange the sphere even after recommendation. The tray was exchanged, upsized, and implanted with a new poly. There was breakage of device reported, but no parts or pieces fell into the wound site. There were no surgical delays during the procedure. The patient was last known to be in stable condition following the event. X-rays were provided. The explanted devices are not available for evaluation. The hospital does not allow the reps to take the implants. Device images were provided. No further information. This is 1 of 3 reports for this event.

Manufacturer narrative:
D10: concomitants: (B)(6) 300-01-15 - equinoxe, humeral stem primary, press fit 15mm. (B)(6) 320-08-42 - glenosphere exp 42mm +4mm offset. (B)(6) 320-15-05 - eq rev locking screw. (B)(6) 320-20-00 - eq reverse torque defining screw kit. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.